Event description:
Information received indicates, the hi/low function is drifting down.

Manufacturer narrative:
The technician found the hi/low drive brake was dirty. The technician cleaned the hi/low drive brake assembly to repair the bed.